Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3-2 cubie pockets were failed. The field service engineer removed all cubie pockets from the drawer and cleared the debris found in the row boards. The fse reseated the row board cable, ribbon cable, and replaced the retractor band and module controller to resolve the issue. The fse tested the drawers and cubie pockets, inventoried the device successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient since user can manage to get the medication from the in-patient pharmacy. There were no adverse events or injuries reported based on this event.